Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this device was hospitalized for cranial trauma after experiencing a syncopal episode. It was unknown whether this device or lead contributed to the episode. The patient's medication was changed which was thought to resolve this issue. The device and lead remain implanted and in service. No further symptoms were reported.